Manufacturer narrative:
References 2 implantable neurostimulators, see regulatory report number 2182207-2021-00876 for report on the 2nd ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep was on the operating room and they were having difficulty communicating and running and impedance test. They said prior to calling they tried interrogating the ins after lead placement and the got a message that the device was not responding, they noted they got the same message when trying to run impedances. They tried a new ins and got the same message, device not responding on the handset. A new programmer and communicator were attempted, but the issue remained unresolved. They indicated they were able to communicate with the ins when it was out of the pocket, but the impedance test showed all values that were out of range. They did not have these values at the time of the call. They indicated when the device was put in the pocket, they couldn't communicate with it. They were instructed to turn off the c-arm. They then reran the impedances with the ins out of the pocket and they indicated all the values were good. They put the ins back in the pocket and they again got the device not responding message. The surgeon adjusted the pocket to make it shallower and then the handset connected to the ins. They indicated the impedance results were all good. The issue was resolved through troubleshooting. No patient symptoms were reported.

Manufacturer narrative:
See regulatory report number 2182207-2021-00876 for report on the 2nd ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.